Event description:
It was reported that the patient experienced diaphragmatic stimulation one day post implant. Left ventricular output was decreased. In 2009 at a device check, the patient still complained of diaphragmatic stimulation and loss of capture was noted. Programming was set to 1.25 v at 0.5 ms. The following month, the patient called to report that the stimulation was -too much-. On the following day, the lead was turned off.

Event description:
Reportedly a mitral valve on unknown model and size was explanted after about a 3 year implant duration due to unknown reasons. Rep will obtain more information regarding explant. Date of explant is unknown therefore the aware date is being used as the date of explant. In 2009, call from sales representative with additional information, hospital will not release the device due to no patient release has been filed. The explant was due to stenosis. A 7000tfx replaced the explanted device. A device history record review is in process..

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.